Event description:
It was reported that at the user facility the tip of the chuck of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that at the user facility the tip of the chuck of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported broken chuck was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported disassembly of the chuck include a material integrity issue or impact.